Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had disconnect mode critical override. Nurses had been unable to pull medications for patients because the orders had not come in and also gone to refill the device, but the amounts did not populate in the report. Customer rebooted and plugged out and back in, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connected and was in critical override. A field service engineer reimaged the station and upgraded it to version 1.11. Installed remote support service (rss) and performed a database synchronization. The customer tested the system successfully. The system functioned as intended after the field service engineer repaired the device.